Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed unexplained pump reboots however the original complaint was unable to be duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap and there was no intermittent power or reboot occurrences. The pump was opened and the power circuit was inspected and there were no defects found. There was no moisture found internally. The returned battery cap was used to perform this investigation. There was no damage to the battery compartment threads or the battery cap. The battery cap threads tightened properly and the battery cap contacts were within specifications. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper at the case seal. The display appeared to be dim and discolored when the pump was powered on. Additionally, the cartridge cap was damaged at the top but was able to securely attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.